Manufacturer narrative:
Concomitant medical product(s): product ID: 8784, serial# (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(4), ubd: 29-mar-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving prialt/ziconotide (25 mcg/ml at 1.757mcg/day) via an implantable infusion pump. It was reported that the patient experienced decreased pain relief and the healthcare provider (hcp) was unable to aspirate through catheter access port (cap). It was also noted that during a refill the pump was found to be flipped. Surgery was performed and the proximal catheter was twisted and kinked in the pocket. A new proximal catheter was placed and the pump was sutured down using pump suture loops. The issue was reported as resolved and the patient was alive with no injury. The explanted catheter portion was noted to be discarded of. No further complications have been reported as a result of this event.